Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. A 20x2.75mm synergy stent was selected to treat the lesion but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device identified that the crimped stent had damaged struts on the 5th and 6th rows from the distal edge of the stent. No other damage was visible along the crimped stent. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).